Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. The customer's stated problem was confirmed. It was found that the pwa board was not functioning properly and the tubing was not filling. Problem source could not identified.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was malfunctioning. It was stated that when the patient was pressing to fill tubing, the number on the pump went but nothing filled in the tubing. The pump was in use when the reported event occurred. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.